Event description:
At about 7 years after the primary surgery, the patient came in for a hip revision and the cause is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully. It is probably that the patient came reporting pain.

Manufacturer narrative:
Batch review performed on 20-dec-2022: lot 145415: (B)(4) items manufactured and released on 13-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115). Lot 152601: (B)(4) items manufactured and released on 13-oct-2015. Expiration date: 2020-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot 153654: (B)(4) items manufactured and released on 01-oct-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.